Event description:
Crm-sal-2023-001 reportedly, the patient past away during a surgical procedure that occurred because of femoral fracture. Reasons of femoral fracture and where the surgical procedure occurred are unknown.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.